Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider alleges consumer alleges he got stuck in the chair and had to call 911.

Event description:
Provider alleges consumer alleges he got stuck in the chair and had to call 911.

Manufacturer narrative:
The alleged condition (inoperable) could not be duplicated.